Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment, tissue damage and recurrent mitral regurgitation it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and enlarged atrium. It was noted that imaging was difficult due to the patient anatomy. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2022, the patient returned to the follow up appointment with shortness of breath. Echocardiography showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was suspected tissue damage occurred as well. On (B)(6) 2022 an additional mitraclip was performed. One clip was implanted, reducing mr to a grade of 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation/slda could not be determined. The reported image resolution poor was due to challenging anatomy. The reported recurrent mitral regurgitation (mr) and tissue injury appear to be cascading effects of the slda. The reported dyspnea (shortness of breath) was a secondary effect of the recurrent mr. The reported patient effects of tissue injury, mitral regurgitation and dyspnea are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.